Event description:
The customer reported the system was making popping sounds then the monitor went black. No pt injury was reported.

Manufacturer narrative:
The ge service rep repaired unit, system is working as intended.